Event description:
A report was received that the patient was experiencing difficulty charging their implant. The physician recommended that the patient undergo a pocket revision. During the revision the physician elected to replace the ipg as it was discharged. The patient is doing well following the ipg revision.

Event description:
A report was received that the patient was experiencing difficulty charging their implant. The physician recommended that the patient undergo a pocket revision. During the revision the physician elected to replace the ipg as it was discharged. The patient is doing well following the ipg revision.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. Device evaluation did not verify the complaint. The device was confirmed to be in hibernation upon receipt (no link), and it was successfully charged in two charge cycles. The device functioned as expected.